Event description:
As reported, a pt had in-stent restenosis in the mid to proximal lad. Ivus was used and then a cutting balloon was inflated in the lad two times at 8 atm for approximately 1 minute. During the third inflation, the balloon burst at 6 atm. A dissection occurred in the proximal lad, distal lm and proximal cx. The pt was sent to surgery and is reported as doing better.